Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and the reported failure was confirmed and replicated. The usm was tested on a patient side cart fixture test platform (pftp) where it failed the fiber test on the parallelogram and rolling loop. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted inguinal hernia surgical procedure, the customer called in during case setup to report a repeated recoverable fault on arm 1. The customer stated that the fault number was 32097 and has attempted to power cycle and recover but the fault returns. The technical support engineer (tse) reviewed the system logs and confirmed the 32097 on usm1 pointing to the acm board. The tse recommended a hard power cycle on the patient side cart (psc). The customer performed this, and the system powered back on successfully. The tse had the customer press the port clutch on the arm and move it around to confirm functionality. The customer performed this and was able to manipulate the arm. The customer proceeded with the case setup. Intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the customer. The customer stated that errors persisted, and the procedure continued with 3 remaining arms. The site will switch out the psc and the vision side cart (vsc). The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm1) for error 32097. The system was tested and verified as ready for use. Based on the field evaluation, this reported event was confirmed which indicates that the device did contribute to the customer reported issue. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. However, analysis is not yet completed. Follow-up MDR will be submitted with analysis findings.